Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015, due to low blood glucose. The caller could not recall the customer's exact blood glucose value. The paramedics were called, and when they arrived at the house, the caller removed the insulin pump from the customer. The customer was transported to a hospital for low blood glucose, but was later transferred to another hospital when other issues were discovered. The caller stated that the customer had leukemia and diabetes. The caller stated that the customer passing away on (B)(6) 2015, in the hospital. The caller stated that the customer was not wearing the insulin pump at the time of death; the insulin pump was disconnected by the customer's spouse when the customer was taken to the hospital. The caller stated that they do not have the customer's insulin pump.